Manufacturer narrative:
Intuitive surgical inc. (Isi) received the mtm involved with this complaint and completed device evaluations. Isi failure analysis replicated the reported issue (error 23002) when the mtm was installed for calibration. The issue was caused by a non-conformance with the mtm¿s printed circuit assembly (pca) on the embedded serializer. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system generated recoverable errors 23002 and 23000 repeatedly. The customer pressed ¿recover¿ with no resolve. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer hard power cycle the surgeon side console (ssc) with no change. The surgeon then decided to disable the left master tool manipulator (mtml) and continue with the right master tool manipulator (mtmr) and laparoscopic instruments. There was no report of patient harm, injury, or adverse outcome. Isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred approximately 1-2 hours after procedure start. The procedure was successfully completed with the use of one mtm and laparoscopic instruments. The system was inspected prior to use and no issues were noted. There were no post-surgical complications. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. An isi fse reproduced the reported issue and replaced mtml to resolve it. The system was tested and verified as ready for use.